Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 01:30 am he was preparing to replace the wearable. It was not known if the sensor was on his body at the time of the event or if it was already removed. The last cgm value displayed was 40 mg/dl, and no bg fs value was reported. At some point he lost consciousness and was found in the bathroom at 04:30 am by his spouse. He was cold, clammy, and pale. She was not able to awaken him and called emergency medical services (ems). Upon arrival the bg fs value by paramedics was 20 mg/dl. He was treated with IV dextrose in the home, his bg stabilized and he recovered. No other cgm or bg fs values were specified. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.